Manufacturer narrative:
E.1. Initial reporter facility: encompass health rehabilitation hospital of north alabama. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that auxiliary drawers 2.1 and 2.2 had failed. A field service engineer (fse) reseated all six row board connectors, both retractor band connectors, and all pockets on drawers 2.1 and 2.2. The fse then released all pockets, removed debris, and tested the drawer lids to confirm proper operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer and pocket failures occurred. Auxiliary drawers 2.1 and 2.2 failed and displayed the message "device not detected on bus." The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.